Event description:
It was reported that patient underwent total hip arthroplasty in 2008. During procedure, the trial modular head component fell of the stem and into the pelvis off the patient. The trial head component was removed two (2) days later through a separate anterior approach to the pelvis.